Event description:
Customer purchased a package of sunstar gum proxabrushes. They complained the bristles fell off. At first, they thought it was just cleaning a lot of debris from between their teeth. They have been using these for years. Just cleaning a lot of debris from between their teeth. They also swallowed some bristles before they realized what was happening.